Manufacturer narrative:
(B)(4). Failure to follow instructions (used damaged device). (B)(4).

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a larger than 5cm abdominal aortic aneurysm. Vessel morphology was not reported. During the index procedure the physician noticed a kink on the proximal graft cover tubing, approximately 15cm from the handle. There was no visible damage on the product packaging. The kink was identified just before inserting the device into the patient. The physician tried to insert the guide wire unsuccessfully. The physician manipulated the device/straightened it and the guide wire was inserted successfully. The device was used successfully with no injuries to the patient. No clinical sequelae were reported and the patient is doing fine.

Event description:
The device was returned and its evaluation is complete. The event was confirmed; there was a kink in the graft cover. The root cause of the event could not be conclusively determined since the device was used during the procedure; however, shipping and handling may have contributed.